Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the turbine was found defective. The turbine module generates compressed air and delivers air to the inspiratory gas. Turbine module includes motor control, which main purpose is to control and supervise the turbine. Review of the provided device's logs confirmed occurrence of the reported issue. The defective part has been requested for further investigation but has not yet been received.